Event description:
Primary procedure, right knee. It was reported that when implanting the all-poly tibia, patient's tibia fractured. The implant was removed and construct was converted to revision implants. Surgery was completed successfully with a delay of approximately 45 minutes.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.